Event description:
No adverse event has occurred. Reporting to prevent an adverse event. Cerner pacs skyvue is being sold despite the product having a known issue center cannot solve. It has a known flaw that causes dicom file visual information to be deleted. Imagine having a zoomed in presentation state of an image that when you attempt to zoom outward, the circumferential edge-of-the-picture data never appears because that information is deleted. For a CT (computed tomography) this could mean radiation exposure to a patient without the later ability to view radiation-exposed anatomy. Also, the flaw intermittently causes post-radiologist-read evaluations of dicom image series to be slow and cumbersome. This impedes ordering providers and other radiologists when attempting to review imaging studies that have already been read. Imagine having to mouse click on each image on a several hundred image CT (computed tomography) or MRI (magnetic resonance imaging) exam instead of quickly scrolling through the images normally. This flaw affects users of other pacs systems too, so long as the exam was initially read using cerner pacs. This indicates cerner permanently alters the dicom file information. Another affect of this flaw is in MRI (magnetic resonance imaging) and CT (computed tomography) imaging reference lines. When reviewing such an exam in one plane (axial, sagittal, or coronal) a reference line is often shown over other planes indicating where you are currently viewing anatomy. Intermittently, cerner will display reference lines at incorrect levels. Imagine viewing a vertebral level on an axial image and the sagittal plane shows you are incorrectly two levels above where you really are reviewing. This could lead to very serious surgical outcomes when this imaging is referenced in the operating room.